Event description:
International affiliate reports that there was poor wound drainage beginning on the 3rd day of use. Lymph fluid accumulation was noted in underarm when the device was removed after 4 days of use. There was no adverse consequence to the patient.